Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was suspected to be fractured. The patient underwent a revision procedure, and the lead was explanted and replaced. There were no additional patient issues.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. Upon receipt at our post market quality assurance laboratory, this lead was severed 18.5cm from the terminal pin and confirmed to be fractured 17.5cm from the terminal end. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that the right atrial (ra) lead was suspected to be fractured. The patient underwent a revision procedure, and the lead was explanted and replaced. No additional adverse patient effects were reported.